Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there was damage to the liquid crystal display (lcd) screen on the device. There were no repairs made to the device. Additional findings not related to the malfunction/issue were damage to the front casing and handle and keypad. There were no repairs to the device, and it was sent back unrepair to the customer request.